Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited foreign material (polyp looking tissue) exiting the instrument channel. This issue was found during a diagnostic colonoscopy procedure; it was completed with a backup device. There were no reports of patient harm.